Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. Additional observation related to the reported complaint states that the instrument had a frayed grip cable at the grip hub. The frayed cable strands stuck out the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer opened the small grasping retractor instrument to the scrub who inspected it and found a broken wire. It did not reach the patient. The procedure was completed with no reported injury.